Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative, following-up at the site, reported that the issue occurs intermittently with multiple wall outlets. When unplugged from the wall, the battery holds charge as expected. The medtronic representative ran the ups test and it all passed. Also noted that the site reported the navigation system was plugged in when it shut off during exam loading in cranial software. On 04/27/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Return requested. Replacement ups shipped to site 04/25/2017. Return requested. Replacement power cable shipped to site 05/02/2017. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that a site's navigation system shut-down by itself. There was no warning beeps. Noted was that the site does not normally charge the navigation system. No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The power cable was returned to the manufacturer for analysis. Investigation found the part to be in good condition with no apparent physical damage, however, the standard plug had been replaced with a hospital grade plug. Otherwise, the cable passed a continuity test with no opens or shorts detected. No fault found. The uninterruptible power supply (ups) was also returned to the manufacturer for analysis. Investigation found that when connected to ac with a known good battery attached, the ups powered up and was able to switch between ac and battery power without issue. The low battery alarm did sound, but the volume was lower than normal. The ups was otherwise fully functional. The hardware investigation found that reported event was related to an hardware electrical failure mode; low speaker volume. This issue was documented in a medtronic navigation hardware anomaly tracking database. The logs were also reviewed but provided no additional insight regarding the cause of the reported complaint.